Event description:
It was reported that one day post implant the right ventricular (rv) impedance was out of range high and there were high thresholds. The lead tested acceptably through the analyzer. It was suspected that there was foreign material in the device header, so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296, lead, implanted: (B)(6) 2015. (B)(4).